Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the ok and down buttons were hard to elicit a response for about one month. The reporter indicated that the labels were wearing but that the keypad was still intact. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad button response issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow keypad button was responsive. The ok, down arrow and contrast keypad button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.